Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2015-01039.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During preparation for the procedure, the physician noticed that a sep8 was stretched and unwinding distal to the bulb. The damaged sep8 was found prior to use and was not used in the procedure. A new sep8 was used for the remainder of the procedure without any issues. During the procedure, the cat8 became ovalized and was removed from the patient. The procedure successfully continued using a new cat8. After the procedure was completed and the sep8 was removed from the patient, the bulb of the sep8 fell off onto the floor. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to MFR report # - manufacturer report number from 3005168196-2015-00104. The correct MFR report # is 3005168196-2015-01040.

Manufacturer narrative:
Result: the indigo system separator 8 (sep8) distal tip was stretched approx 149.5 cm from the proximal end_just distal to the separator bulb. Conclusion: eval of the returned sep8 confirmed that the distal tip was stretched. If the sep8 distal tip was manipulated with force against resistance during preparation, it is likely that damage such as this may occur. Eval of the second sep8 used during the procedure confirmed that the bulb and distal tip were fractured off. This type of damage typically occurs due to improper handling during use. If the sep8 was forcefully retracted through a tight rotating hemostasis valve (rhv). It is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The indigo system aspiration catheter 8 (cat8) and the sep8 bulb mentioned in the complaint were not returned for eval. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.